Manufacturer narrative:
Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The medical team indicated that the reported event is possibly related to the device and the patient's condition. Cardiac arrhythmias are also found to occur more frequently in patients diagnosed with heart failure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's history of cardiac arrhythmia as evidenced by need for pacemaker and ICD and related comorbities. Though the root cause of the event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias. The hvad® pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate shocks arrhythmia and possibly death. The occurrence of electromagnetic interference with aicd sensing may require adjustment of lead sensitivity proximal placement of new leads or replacement of an existing sensing lead. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a dt study patient that they had ventricular tachycardia on (B)(6) 2016 who was admitted and received external defibrillator shock. The patient was discharged home on the same day. No additional information provided.